Manufacturer narrative:
Stapler used in case had been carried back to incisive for post-market surveillance sampling. Following the issuance of this complaint, the unit was disinfected and examined. Three staples remained in the unit. No extraordinary observations were made (the assembly was correct, all parts were present, the gaps were typical, a minor bend occurred on one penetrator secondary tip, two scrape marks were evident on the inside of the receiver surface). None of these observations can significantly effect the performance of the staple. The device was found to be within specifications. Review of the clinical information suggests the outcome is related to: high tension, obesity, age of patient is 65 years, and the patient has cancer. According to clinical literature, all of the above factors correlate to dehiscence. The contraindications for the insorb 20 include the following: "use of the staple on morbidly obese patients, or when excessive tension on the wound edges is or will be present, is contraindicated."

Event description:
A midline laparotomy incision on an obese patient was closed on (B)(6) 2004 with approx. 17 staples without deep wound support. On the second post-operative day, the skin incision dehisced. The wound was high tension.